Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for free thyroxine (ft4). The customer provided the sample for investigation. Of the data provided, erroneous thyrotropin (tsh) and ft4 results were identified between the customer's modular analytics e-module analyzer, a centaur analyzer, and an e602 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover tsh. (B)(6) for information on the ft4 erroneous results. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e602 analyzer serial number was (B)(4). The tsh reagent lot number used at the investigation site was 184851 with an expiration date of 11/30/2015. The serial number for the customer's modular analytics e- module analyzer is not known. A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.